Manufacturer narrative:
The insulin pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test, self-test and unexpected restart error test. All operating currents tested within the specification range and passed off no power test. The insulin pump was monitored and tested with no failed battery test noted. The insulin pump was received with cracked reservoir tube lip, cracked case near display window corners and minor scratches on the display window noted. The drive support cap and battery cap was inspected and no anomaly was noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have received a failed battery test alarm. Customer's blood glucose was unknown. After troubleshooting and battery cap change, customer was not able to clear alarm. Customer was advised that insulin pump would need to be replaced. Customer also received the drive support cap notice and reported that drive support cap was fine.